Event description:
It was reported that following a bone density scan the pt developed twitching in her face. The pt also noted she had a hard time closing her left eye. The pt no longer had a stimulator implanted, but the leads were left implanted. There was no trauma or injury associated with the event. The pt had been around emi by going into stores through the security gates the physician thought the symptoms were possibly related to the medications the pt was on, but could not rule the leads out. No pt treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.